Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# : unknown, product type: lead . Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient who had an sns lead change due to migrated lead in august 21.